Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was experiencing blood glucose levels above 600 mg/dl. During the call, the customer sounded confused. Checked her blood glucose, and the reading was 532 mg/dl. The paramedics were called for the customer, and they arrived during the call. The customer later called to troubleshoot, but she didn't have the insulin pump with her. The customer stated that she would like to upgrade her insulin pump. The customer was transferred to the proper department. Nothing further was reported.